Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Customer's blood glucose level was 23 mmol/l at the time of event. Customer stated she had not treated her high blood glucose yet. It was unknown whether customer was using auto mode feature at time of high blood glucose event or not. The insulin pump will not be returned for analysis.